Event description:
It was reported that prior to starting a da vinci si surgical procedure a cable was broken on a large needle driver instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. For clarification, the grip cable was found frayed at the distal idler pulley. The frayed cable section was approximately 0.13 in length. No damage was found on the pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.